Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned empty test strip vial - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for e-0 and high blood glucose test results. Artis, wife, is calling on behalf of the customer. The customer is concerned with tests results from meter memory. The customer's expected fasting blood glucose test result range is 110mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 304mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). He hadn't made any changes to his diet or medication (insulin dependent).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for e-0 and high blood glucose test results. (B)(6), wife, is calling on behalf of the customer. The customer is concerned with tests results from meter memory. The customer's expected fasting blood glucose test result range is 110mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 304mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). He hadn't made any changes to his diet or medication (insulin dependent).